Event description:
An article was published in the ophthalmol ther in april 2022 titled, 'outcomes of the evo icl using a customized non-horizontal or horizontal implanting orientation based on ubm measurement: a pilot study.' The article states that in two patients who required reoperation due to an excessive vault, the vault decreased after rotation of the lens to a vertical orientation" additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A1 - unk. A2 - unk. A3 - unk. A4 - unk. A5 - unk. A6 - unk. B3 - unk. B3 - unk. D2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry). D4 - unk. D6a - unk. H4 - unk. H6 - work order search: no similar complaint type events were reported for units within the same. Claim# (B)(4).